Event description:
The pt was reportedly experiencing pain and tenderness around the implant site with and without device use. The pt has refused to wear the external equipment. Testing showed that the pt's device is functioning within normal limits. The pt's device was explanted do to pain over the implant site.

Manufacturer narrative:
The external visual inspection of the device revealed a broken electrode wire and silicone damage near the array prior to receipt. This is believed to have occured during revision surgery. The photographic imaging inspection confirmed a broken electrode wire. This is believed to have occured during revision surgery. System lock was verified. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). The recipient reportedly initially experienced a middle ear infection with tympanic membrane perforation (not reported as related to the implant) , which developed into an infection around the implant body. The recipient's infection has resolved. This is the final report.